Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: device photographs for the device related to the reported event of rupture were reviewed. Visual analysis of the photos identified one extended opening and red particle material found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.